Manufacturer narrative:
Pump received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported that the reservoir compartment chipped off and reservoir was able to lock in place. Blood glucose level was 200 mg/dl. The insulin pump will be returned for analysis.